Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the return line of a prismaflex hf1000 set came apart at the heat-sealed connector below the return line clamp that connects the two portions of the return line. This occurred 90 minutes after the start of treatment, and led to a minor blood leak. The nurse was repositioning the patient when the issue occurred. The nurse immediately reconnected the lines and continued therapy for about 15 minutes, when the line disconnected again. Treatment was stopped and the blood in the circuit was not returned to the patient. A blood warmer was in use. The customer stated that the line was not twisted when set up and the warmer weight was supported. The nurse inspected the line and did not notice any visible issues. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: the actual device was not available; however, a photograph of the sample was provided for evaluation. The visual inspection of the provided picture revealed that the return line was disconnected. The reported condition was verified. The cause of the condition could not be determined. To address this issue, the supplier of this component has been notified of the condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.